Event description:
The customer complained of discrepant ise indirect na, k, ci for gen.2 results for 1 patient sample on a cobas 8000 cobas ise module (double). The initial na result was 131 mmol/l and the repeat result was 146 mmol/l on the ise module (ise module a). The sample was repeated on the other ise module (ise module b) and the na result was 146 mmol/l. The sample was repeated a third time on ise module a and the na result was 149 mmol/l. The initial k result was 4.1 mmol/l and the repeat result was 4.6 mmol/l on ise module a. The sample was repeated on ise module b and the k result was 5.2 mmol/l. The sample was repeated a third time on ise module a and the k result was 5.4 mmol/l. The initial cl result was 98 mmol/l and the repeat result was 111 mmol/l on ise module a. The sample was repeated on ise module b and the cl result was 114 mmol/l. The sample was repeated a third time on ise module a and the cl result was 115 mmol/l. The results from ise module b were reported outside of the laboratory. No erroneous results were reported outside of the laboratory. There was no adverse event. The customer stated that the calibration and qc were acceptable. The na, k, and cl electrode lot numbers and expiration dates were asked for but not provided. The field service engineer (fse) found an unknown debris in the dilution chamber. The fse cleaned the ise mechanism. The fse checked the ise mechanism and performed a precision run. All results were within the manufacturer's specifications. The calibration and qc results were within the customer's specifications. The performance of the module was verified. There were no further issues after the service visit. The investigation was unable to find a definitive root cause.